Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in lab for a device upgrade. During the procedure, the physician had perforated with a catheter. The perforation was apparent when the physician did a venogram. Transesophageal echocardiography (tee) was performed; no draining was required. The catheter was removed. The patient was monitored was monitored with no issues. The physician did not state he felt the perforation was due to the catheter. The patient was stable.